Event description:
While performing the daily check, the user found that the unit would function normally on auxiliary power, but would not power up on battery power. There was no pt involved. The problem was traced to a defective power supply. The supply was replaced and the unit was returned to svc. The event is not occurring more frequently or with greater severity than is usual for the device.